Event description:
On (B)(6) 2009 patient reported he had a large air bubble in his insulin cartridge. He stated he primed it out, and it is gone. Patient reported he was able to clear the air bubble by completing a prime. Educated patient on how to properly fill cartridge. Educated patient on how to properly insert the cartridge into the infusion device. Educated patient on adjusting to 310 and to always prime air bubbles out if he sees them while using the cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.